Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was received prime or rewind more than once as well as random no delivery alarm. Customer¿s blood glucose level was unknown. Customer stated that the diminished battery life. Customer was declined to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery or occlusion alarm noted. Device primed properly. No unexpected low battery alarm anomalies noted. No unexpected rewind anomalies noted. (B)(4).